Event description:
As reported in 2008, this pt was implanted with gore excluder aaa endoprosthesis. The pt's access vessels were reported to be very stenosed, tortuous and calcified. The left common femoral artery and/or the left external iliac artery were dissected when the 18fr cook introducer sheath was aggressively introduced. Post-operatively a portion of the trunk-ipsilateral leg component began to thrombose distal from the common iliac into the external iliac artery. A reintervention was performed with an angiography jet to remove the thrombus. Soon thereafter, the pt's left common external iliacs began to occlude with thrombus. A fem-fem bypass was performed. The pt is reported to be in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met lal pre-release specifications. Vessel dissection. Also implanted in the pt (pxc121200/lot#05613994 and pxl161007/lot#05622753).